Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on (B)(6) 2016 from a (B)(6) year-old female consumer and forwarded to bayer on (B)(6) 2016. On (B)(6) 2010 essure (fallopian tube occlusion insert) was placed. There were no complications during insertion. Her complaints started 1 month after procedure (not specified which of the complaints). On an unspecified date the consumer experienced pelvis pain female, pain during menstruation, pain in head, lower back pain, buttock complaints, tiredness, mood swings, tingling, low hb, and low ferritin. On an unspecified date she contacted her physician and had appointments with a gynecologist. She was treated with medication. Essure removal was planned. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had pelvis pain. Essure removal was planned. This event is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between this event and essure insertion was not specified. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality safety evaluation received on 26-sep-2016: ptc global number 2016-042677. No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1600 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Data correction for us reporting: the code knh was replaced with hhs